Manufacturer narrative:
The device was returned for analysis; however, the device investigation is pending. At the completion of the investigation a supplemental report will be submitted. The probable root cause of the event has not yet been identified. Manufacturer internal reference number: (B)(4).

Event description:
A healthcare professional reported that a 50-year-old male patient underwent implant placement at tooth number 5 on (B)(6) 2025. The patient's bone quality was reported as type ii. The implant lacked primary stability before the second stage surgery. The patient reported the issue on (B)(6) 2026 and the implant was removed on (B)(6) 2026. Per the report the patient experience inflammation and infection but no permanent injury nor were additional procedures required. No fractured components or fit issues were reported. It is unknown whether the implant was replaced. Event was reported to the dental office located in (B)(6).